Event description:
The customer's mother reported excessive no delivery alarms. The mother also stated that the customer was hospitalized for diabetic ketoacidosis. The mother had seen bent cannulas in the past, but they usually come out straight. The mother felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.